Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 10/16/2025. The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer and found pil powered on the device and initiated therapy verifying airflow with heat to the heater plate and heated tube. Pil technician turned the humidification and tube temperature settings to 5 to verify the heated tube and heater plate heated. Review of the device log showed: errors logged: 0 errors were logged. Blower hours: 0 hours were logged. Therapy hours: 0 hours were logged. Device hours: 11645.1 hours were logged. Care orchestrator data was not available for download. The device was likely reset prior to pil receiving due to 0 blower hours and 0 therapy hours. Please see pqa-2105698 for photos and logs. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 v.01. Section g3 and h6 have been updated in this follow up report.